Manufacturer narrative:
The device is not available for evaluation. The investigation is pending.

Event description:
The event involved a microclave¿ clear connector where the reporter stated that on the afternoon of (B)(6) 2024, the nurse prepared to carry the patient maintenance catheter to the peripherally inserted central catheter (PICC) catheter. When the infusion joint was checked for normal use by the infusion saline, it was found that the infusion joint leaked fluid. After careful observation, the shell was found to be cracked, and a new infusion joint was immediately replaced without causing adverse effects on the patient. Replaced patient with new infusion joint. The set was prepared for a 58-year-old, male. There was patient involvement but no patient harm.

Manufacturer narrative:
Investigation summary the complaint of casing of the infusion joint is cracked, and the liquid is leaking on item 01c-mc100 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The DHR lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.